Event description:
The reporter stated: when the 200 mm straight rod was marked to be cut it seemed as if it broke rather than cut through edges were not smooth. Back up was available in a 400mm rod this was used instead. The reporter also stated no adverse event or harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.